Event description:
It was reported that around 7:40 in the morning the patient was washing himself. After he changed battery one (1), the system alarmed with one beep (low priority alarm). The controller did not recognize that the battery was connected. The patient used another battery, but also this was not recognized by the patient. The patient called the vad coordinator, who recommended using the ac adapter. However, the controller ac adapter was also not identified by the controller. The patient and his spouse changed the controller after speaking with the vad coordinator. With the alarm adapter connected, the controller still alarmed after it was disconnected from all power sources. When testing the controller, the vad coordinator could confirm that the controller was still alarming even if the alarm adapter was connected and the batteries were disconnected. Switching of the alarm worked when the buttons on the controller were used (pressing both buttons, waiting for the signal and then disconnecting both batteries). It was not possible to download the files. The controller was exchanged and returned to heartware for further evaluation. There was no reported patient injury as a result of the event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event could not be confirmed. Analysis of the device revealed that the device met specifications. The controller passed visual inspection and functional testing. It's possible that the controller was giving false power disconnect alarms. Applicable risk documentation and experience with events of similar circumstances were considered; events with false power disconnect alarms are most often attributed to a communication error between the controller and power sources. There are no known clinical or user factors that could have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803- medical device reporting. This error was discovered during review of complaint files per heartware (B)(4), corporate quality plan- complaint management process, and routine complaint file investigation activities.